Event description:
During service by baxter, the infusion pump was found to contain an inoperative "stop" button on the channel c pump head module keypad. No patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
Evaluation summary: the condition of an inoperative "stop" button on the channel c pump head module keypad was confirmed during service by baxter. Channel c pump head module keypad was replaced to fix the problem. The pump is fully operational and will be returned to the customer.